Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was plugged in to charge. Additionally, it was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose. Customer cleared the alarm to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.